Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: mets bayley/ walker glenoid component lot unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
Customer reported that patient has an infected humeral replacement and requires revision.

Manufacturer narrative:
Reported event: an event regarding infection involving a patient specific humeral component (mets compatible) was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for a total humeral and bayley-walker shoulder replacement, in which the proximal part of the humeral was mets component and the distal part was patient specific, both were inserted on (B)(6) 2020. The surgeon reported an infection occurred. The x-ray images provided show both humeral and glenoid screw are in place and the glenoid bone had some reduction in bone density. There is no clear sign of osteolysis or bone erosion. Therefore, the radiographic review cannot confirm the clinical report. Device history review: review of the product history records indicate the device were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Sterile lot: uk34s12440921-1-1. There have been no other events for the sterile lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, additional x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Customer reported that patient has an infected humeral replacement and requires revision.